Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 52 mg/dl. Customer¿s blood glucose level was 107 mg/dl at the time of call. Customer was treated with juice for low blood glucose level. Customer stated that the back side of the insulin pump. Customer declined troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. Device was received with case cracked behind the device near the battery compartment.